Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned and evaluated. Based upon a complete review of the complaint record, it is concluded that no further investigation is needed. Quality assurance has verified that the evaluation results and all necessary replies to the customer have been completed and are documented in the complaint record. Complaint trending based on the damage code is in place to detect signals in accordance with 2020000230 and assess trends. Therefore, no further good faith efforts will be made, and complaint investigations will be completed based on existing information available in the complaint record. If applicable, additional CAPA or inv records related to any findings have been recorded. Complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. The only pending activity is evidence of submitted vigilance reports; therefore, in accordance with quality plan qp 4112692, this complaint will be closed (since the complaint investigation is complete) and tracked in the quality plan to ensure all evidence of vigilance reporting activities is documented prior to closure of the quality plan. Additionally, in this report the product brand name, model number, catalog item identifier, product UDI, remedial action and recall number has been updated.